Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 bd intravenous catheters 24g x 0,75 had a damaged catheter tip and had the catheter back out of the vein. The following information was provided by the initial reporter: "a slight protuberance was found in the distal end of the catheter, which generates resistance when entering into the skin and then into patient's vein. Additionally, it has been reported that this resistance causes the catheter to get out from the patient's vein when the needle was retracted."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9059667, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed no damage to the catheter tip. Based off the provided photo the engineer could not verify the reported defect. Since no defect could be identified in the provided photo a definitive root cause could not be determined and a physical sample will need to be returned for a more thorough investigation. H3 other text : see h.10.

Event description:
It was reported that 6 bd intravenous catheters 24g x 0,75 had a damaged catheter tip and had the catheter back out of the vein. The following information was provided by the initial reporter: "a slight protuberance was found in the distal end of the catheter, which generates resistance when entering into the skin and then into patient's vein. Additionally, it has been reported that this resistance causes the catheter to get out from the patient's vein when the needle was retracted.".